Event description:
The customer posted on his social media page that he was in the hospital with severe dehydration, vomiting and high blood glucose levels. The customer stated that he was in the emergency room, and would be transferred to a full operation hospital later in the evening. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.